Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of the product shipment record found no problem with the device. Based on the results of the investigation and information gathered, it was assumed that the image no longer displayed due to the failure of the ccd unit. The failure of the ccd unit is caused by the material deterioration of the ccd sensor due to ultraviolet rays. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found the reported issue of no image was confirmed. Upon inspection, the device was observed with faulty ccd unit (charge coupled device) unit. In addition, the video connector housing was observed to be cracked. Based on evaluation findings the reported failure was found to be attributed to faulty ccd unit. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device was found with no image. The issue was found during reprocessing. There was no patient involvement associated on this event reported. No user injury was reported.